Event description:
It is reported that the pt was revised due to pain. During the revision surgery, it was noted that some tissue had blackened and the stem was loose.

Manufacturer narrative:
This report will be amended when our investigation is complete.